Event description:
Customer reports being unable to test her blood glucose on the aviva system while having low blood glucose symptoms due to a power issue. The customer states she did not treat her symptoms, and went back to bed. Two hours later, the customer's symptoms had not improved, and she was unable to verbalize what was happening to her; paramedics were called and the customer was treated with a glucose IV; symptoms improved. Requested return of suspect device and replacement was sent.